Event description:
Medtronic received information that twenty one years following the implant of this annuloplasty ring, the ring was explanted for calcification and regurgitation. At explant, the ring was observed to have pannus covering most of the ring. The native mitral valve was described to have fused leaflets and calcification at the commissure. The ring was replaced with a valve replacement (another manufacturer) and was returned for analysis.

Manufacturer narrative:
Product analysis/conclusion: limited information is available at this time. Further information has been requested. In addition, the valve is expected to be returned; however, has not been received. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, two white tissue cassettes were received with the device. The ring appeared distorted possibly due to patient anatomy and/or implant duration. Cuts and/or tears through the sewing cloth appeared to have occurred during explant. A break through the ring appeared to be the result of the damage during explant. The inner band was exposed as a result of the damage during explant. Glistening off white pannus covered most of the ring on the inflow and outflow. Pannus on the inner diameter of the ring appeared to reduce the inflow orifice area. Pannus appeared to have been removed during explant along the ring adjacent to the break. Radiography showed a fracture and the break during explant. Trace mineralization was noted on the inner and outer aspect of the ring. Conclusion: the patient's preoperative diagnosis noted mitral stenosis/regurgitation post mitral valve repair approximately 22 years ago. The ring was explanted and medtronic lab analysis observed pannus that covered most of the ring. The native mitral valve was described to have fused leaflets and calcification at the commissure. Based on the information available, the device was explanted due to native valve failure. Ultimately, the surgeon replaced the ring and the native mitral valve with a bioprosthetic valve. Overall, there does not appear to be any quality issues with the ring as it has remained implanted for approximately 22 years. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Root cause was attributed to patient condition. Quality assurance will continue to monitor for similar events. User facility: (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that twenty one years following the implant of this annuloplasty ring, the ring was explanted. No other information available at this time. Additional information to follow. The ring is expected to be returned for analysis.